Manufacturer narrative:
The investigation for the reported high pressure issue has been completed. The data log shows a rise in purge pressure at the end of the case. The purge pressure rises from approximately 600mmhg to approximately 1050mmhg over the course of 20 minutes. A suction event is also seen right before the rise in purge pressure. A visual inspection of the pump did not reveal any kinks or biomaterial. The pump was attached to a purge cassette and run in a bucket of water and the purge pressure was between 800-1050mmhg with no high purge pressure alarms. The pump was cut near the motor housing and fluid was purged through without issue. No kinks or blood ingress was noted. The cause of the high purge pressure was most likely biomaterial based on the data log analysis. The instructions for use provides troubleshooting for high pressure issues. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were high purge pressure alarms with quick transition to purge system blocked alarms. The cassette was swapped with no improvement. The customer refused a tissue plasminogen purge (tpa) and therefore, the pump was removed to prevent failure while in use. There was no patient harm reported.